Event description:
The customer reports that the "use by date","lot", "code" and "control range" numbers are missing on the accu-chek comfort curve strip vial. No action reported. No adverse event reported. New vial of strips sent and return requested.